Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that the motion batteries were not holding a charge as well as they should. Replaced the motion batteries. Checked charging circuits and replaced the motion batteries (one was slightly weak). The replaced batteries have not been received by the manufacturer for evaluation. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system battery was losing charge quickly. It was not known whether it was the motion or x-ray batteries that this was occurring with. There was no patient present when this issue was identified.